Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to depleted snaphat battery that supported ram chip u2 on the uic1 board. Due to the depleted battery, the ram data got corrupted and resulted in a whitescreen. This report represents all the information known by the reporter upon query by hospira personnel.